Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a extended charge time as received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were identified. Battery analysis revealed that the reported excessive charge times likely resulted from a spurious increased battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached end of service (eos) for excessive charge ti me, however the charge time had not changed from it's previous interrogation, which did not trigger end of service (eos). As well, it was noted that the device had early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.